Event description:
Customer's mother called hot line and stated her son's pump is not giving audible alarms. Mother states she ran the self test, and no audible tones were heard.

Manufacturer narrative:
Analysis revealed that the unit had no audio tones during tone check on self test due to broken negative transducer wire. Unit passed the seat, rewind, basic occlusion test and occlusion test.